Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 (b18 - device discarded).

Manufacturer narrative:
Product complaint #(B)(4). Additional information: d 4. Primary UDI number, h 6. Health effect - impact code. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cardiovascular procedure in 2025 and suture was used. During the procedure, it was reported by the sales rep that during an unknown number of cardiovascular procedure across multiple surgeons, the needle popped off mid anastomosis on a coronary button. Surgery was definitely disrupted and the surgeons were displeased. Cases were completed successfully. No patient harm was reported. Device was discarded. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: if possible, please confirm the number of procedures affected by this issue. (Several no exact number shared). How many devices demonstrated the alleged deficiency for each involved patient/event? (2 different sutures). Can you identify the lot number of the product used? ( for product code# d3986 the following lot numbers were on the shelf in the operating room : 103xe0, 104mt8, 1056x5). Were there any unexpected outcomes or complications as a result of the disruption during the surgery? (Delay in procedure). Was there any change in the patient¿s postoperative care due to the disruption in the surgery? (None). Please provide the source, name, and title of the external person providing answers for follow-up (i.e., the external person submitting answers to the sales representative). (Please refer the attached email). D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.